Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient demonstrated general symptoms of overdose (lethargy, decreased level of consciousness) after a refill with 20% dose increase on (B)(6) 2015. The patient had to go to the emergency room and was hospitalized. The healthcare professional (hcp) stated the refill went ¿fine¿ and stated he thought ¿it was more of a psych issue¿ and not an issue with the pump. The physician stated he was ¿concerned that there was some mixing of drug or backflow that caused the symptoms.¿ the pump remained implanted and in use. The patient was alive with injury. No drug, surgical intervention, or patient outcome was reported. Follow up was being conducted to obtain further information, but has not been received at the time of this report. If additional information is received a follow up report will be sent.